Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed the complaint by reviewing the error logs. The fse removed and inspected the camera lens and found dust interfering with the camera. The fse cleaned the camera lens, reinstalled the camera and performed a ¿read testcup" scan for 10 test cups and were within specifications. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The most probable cause of the reported event was due to dust problem on the test cup reader camera.

Event description:
A customer reported ¿test cup barcode scanner not working¿ on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in delayed reporting of patient samples for cardiac troponin I (ctnl 2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.